Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was that the trunk cable was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force there were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.